Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11xb6, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient was still feeling pain due to the implant and lead placement. The patient felt pain and discomfort when they sit and noted that pain was at the implant site and near their scrotum. The patient had notified their implant physician who told them to contact their healthcare provider (hcp). When the patient was asked if they were dismissed for their surgeon's office or if they thought the patient's hcp would be better equipped to assist, the patient stated they did not know. The patient was reportedly in touch with the surgeon and lost connection on (B)(6) 2016 because they were having problems with the implant. The patient stated they had been in a lot of pain since implant and anytime they sat down it flips out against the incision, and it felt like it wanted to pop right out. When they have to sit down the patient had to adjust their right butt cheek because it felt like sometime was stabbing inside. The patient stated they had experienced neuropathy in their right leg and their feet were numb. The patient stated it was placed at l5 and they could feel it rubbing on their spine. The hcp had taken x-rays and CT scan and had the patient going for neuropathy testing to try and figure out what the problem was. The patient noted that at this time they would like to have the device removed. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.